Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received notification of a legal complaint from this patient's legal firm in (B)(6) 2015. The complaint alleges that this patient had experienced perforation of the heart wall during implantation of this transvenous right ventricular (rv) lead. Perforation of the heart wall caused the patient to experience cardiac tamponade and a sudden loss of blood pressure, losing significant amounts of blood, and required additional surgical intervention, including emergency pericardiocentesis. Following the completion of the pericardiocentesis and successful implantation of the rv lead, the patient was transported to the cicu unit for monitoring until discharged from the hospital.